Event description:
The event is reported as: the trigger got stuck during use to cause jamming. No patient injury reported.

Manufacturer narrative:
The customer reports that the sample device is available for evaluation. At the time of this report the sample device was not returned for evaluation. A CAPA was opened to address the issue of jamming.